Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the motion batteries was not holding charge. System not driving to end of hallway before low battery indication. They replaced all motion batteries, verified charger boards were working properly. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the sites imaging motion batteries weren't keeping a charge. There was no patient present when this issue was identified.